Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being hospitalized with low blood glucose of 44mg/dl. The customer mentioned having issues with the insulin pump and sensor communication as well with sensor irritation, which cause blisters. The customer was dizzy, throwing up, and he could not keep anything down. Then his wife took him to the hospital. Troubleshooting was performed and found several alarms in the alarm history. The caller stated that the needle hub was stuck in the serter. Advised the customer not to push hard into the body between buttons presses. No further information was provided.